Event description:
It was reported that, the patient presented to the hospital experiencing muscle stimulation. Additionally, following a magnetic resonance imaging (MRI), the device was found to be in backup mode. The patient was admitted to the hospital technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable with no consequences and was discharged.